Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal bupivacaine 10 mg/ml at 1.323 mg/day via an implantable pump. It was reported that the health care provider was having a difficult time accessing the pump for interrogation and refills. When asked if any environmental/external/patient factors could have led or contributed to the event, the rep stated that it was possible that the patient fell, but here was very little details made available about this event. Actions/interventions taken included the pocket being revised so that the pump could be accessed. The issue was resolved at the time of the report.